Manufacturer narrative:
The device was not received for evaluation. Therefore, no visual or physical evaluation of the device could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event. At the time of this report, no causal relationship has been established between the safari2 guidewire and the reported complete heart block. This report is being submitted as a good faith effort. Arrhythmia is a known potential adverse event and is identified in the safari2 instructions for use. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. The sections left blank or unknown on this form could not be completed due to missing information. Attempts to gather further details to obtain the information were made and no additional information was provided at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected because the system requires a value in h6(g).

Event description:
It was reported that during a transcatheter tricuspid valve replacement/valve implant procedure the patient developed a heart block after crossing the tricuspid valve annulus (tva) with the safari wire. Paced through the safari wire throughout the duration of the procedure. The tricuspid valve replacement/valve implant procedure was completed successfully. The heart block persisted after deployment. A tined temporary pacing wire was placed via right internal jugular (ij) approach. The physician stated plans to consult with electrophysiology (ep) to place a coronary sinus lead. Additional information reported that there was no indication from procedural documentation the heart block happened in the lab and no known relationship between the safari2 guidewire and the heart block.